Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave 2.0 nav catheter was selected for use. It was reported that there is a leakage in the catheter's internal lumen. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is or isn't expected to return for laboratory analysis.

Manufacturer narrative:
The farawave was visually inspected for any damage or defects that could have resulted in the flushing/leakage issues observed in the field. No observations were noted. The guidewire lumen was flushed without difficulty. Then a guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Subsequently, flushing of the device through the irrigation line was tested. It was noted that flushing was functional in all deployment states, and no unusual resistance was felt. The returned catheter was connected to the farawave automated leak tester to analyze the pressure and flow values. The catheter passed all tests, and there was no indication of a potential leak path. The handle of the catheter was opened to inspect for any potential leak path. Both the guidewire lumen and flush tubing were subsequently flushed again, and no leak path was observed. No abnormalities were noted.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave 2.0 nav catheter was selected for use. It was reported that there is a leakage in the catheter's internal lumen. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.